Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total joint procedure on (B)(6) 2016 and suture was used. The needle tip broke off and they were able to find the tip of the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.